Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a medtronic drug eluting stent to the left main to ramus during pci. It was reported approximately 9 months post implant the patient was admitted with cardiac symptoms. It was reported that the patient's stent had fractured resulting in failure of the device. Intervention was performed and the stent reportedly explanted. It is reported that the physician could not definitively conclude whether there was a stent fracture, or whether the stent in question was a medtronic stent.

Manufacturer narrative:
The device was not explanted. Restenosis was noted, which was treated with ballooning. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient is an ex-smoker with a history of hypotension, acute kidney failure, heart failure, hypertensive heart disease, unilateral primary osreoarthritis, asthma, hypercholesterolemia, chronic sinusitis, old mi, gout. Additional information: stent fracture/occlusion noted in the ramus and occlusion of the lm to ramus, successfully treated with tvr. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.